Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during a novasure procedure on (B)(6) 2025, the device initially displayed a vacuum error message but passed testing after re-check and then the ablation took place. Two days later, the patient reported a lot of pain and was admitted to the hospital. The ultrasound showed free fluid with suspected perforation and the CT scan confirmed the presence of perforation. The patient was treated with IV antibiotic infusion. No other information is available.

Manufacturer narrative:
Device was returned: visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted and the device failed the vacuum test. An occlusion test was performed and the hypo tube was found occluded. No sharp edges were observed on the device. A relationship to a uterine perforation could not be established this observation will be monitored and trended. H6: appropriate term/code not available: suggested code : occlusion of tubing. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.